Event description:
It was reported that the system 2600 output dosage exceeded the limit of 10 rads/min in normal fluoro mode according to testing by a physicist. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Output dosage measured to be 8.13 rads/min at normal fluoro mode. The system was tested and found to be working as intended and placed back into service.